Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the debris shield was blown and the fiber was broken. Both the debris shield and the fiber were replaced, and the procedure was completed using another fiber with no patient complications. This report is for the broken fiber.

Event description:
It was reported that, during holmium laser enucleation of the prostate (holep) procedure, the debris shield was blown and the fiber was broken. Both the debris shield and the fiber were replaced, and the procedure was completed using another fiber with no patient complications. This report is for the broken fiber.